Event description:
It was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation for the fracture of distal humerus. When the surgeon used the locking screw in question for the distal humerus plate, the screw did not tighten. The surgeon used another locking screw to tighten. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l18 ta. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: visual analysis of the returned sample revealed that va lockscr ø2.7 head 2.4 self-tap l18 ta was found to be stripped from the threads of the head. Assembling issues are most likely due to this condition. A dimensional inspection for the va lockscr ø2.7 head 2.4 self-tap l18 ta was unable to be performed due to post manufacturing damage. A functional test was performed was unable to be performed since the mating device (unk - plates: trauma) was not returned. The complaint condition not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l18 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = part: 04.211.018s, lot: 8l19091, release to warehouse date: 19 may 2021, manufacturing site: werk selzach , supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.